Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent movement on the balloon, stent damage and withdrawal resistance occurred. The 90% stenosed target lesion was located in the moderately tortuous and heavily calcified proximal right coronary artery (rca). Access was obtained through the brachial artery. A non bsc guide wire was engaged and another non bsc guide wire crossed the lesion. After predilating the lesion and crushing the calcification of the lesion with a 2.0 x 15mm non bsc device, a 3.5 x 24mm taxus express2 drug eluting stent (des) was advanced, but was unable to cross the lesion. During the attempt, the stent was caught on the calcified portion of the lesion and the stent was slightly moved on the balloon proximally and the proximal edge was lifted. While trying to pull back the stent delivery system (sds) through the guide catheter, the stent edge got caught on the tip of the guide catheter and the stent portion would not pass through the catheter. A non bsc snare was inserted to retrieve the sds, however, the attempt was unsuccessful. The whole system including the snare was then pulled back as a unit to the brachial artery. The vascular surgeon then cut the brachial artery and successfully retrieved the stent. An unspecified bare metal stent was inserted through the other side of the brachial artery and the procedure was successfully completed. No patient complications were reported with the patient's current condition listed as "good".